Event description:
Reported diagnosing pt with a bacterial corneal ulcer located at 5:30 peripherally in the left eye. States an unk lens care product was likely being used. Pre-event visual acuity 20/15, os. The pt experienced moderate to severe pain, no discharge or anterior chamber reaction. Rx'd vigamox for 2-3 days with no improvement. Referred to specialist. Report dated 2004 received from sepcialist indicating that event resolving with pt report of eye doing "great." Vitreous floaters, ou, noted. Scar below pupil margin with visual acuity reported as 20/20, os. No further info is available.